Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient stated that they got a new recharger and controller, but the implant only charged up to 40% or 70% after one hour and a half of recharging. Patient said they were getting "bad connection". Patient commented the implant used to charge fast. Agent had patient reset the controller and clean the connections. Patient denied any visible damage to the battery compartment, battery pack, controller port, and recharger. Agent had patient start a recharging session, but they kept getting poor recharge quality even though the paddle was right over the implant. After hitting try again, patient stated "it would show good and looking for a device and went off". Patient also commented the recharger was bad. The issue was not resolved. Agent sent a repair request to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6), found electrical failure - no device found message x 2. Scrapped due to failing bench test. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that the they've been having problems in charging the implantable neurostimulator (ins) several weeks already. Pt mentioned that "it takes 10-50 minutes to go from 40% to 50% and keeps going off saying connection is not good". Pt mentioned their paddle was replaced. Agent had patient reset the controller; pt confirmed no visible damage on the recharging paddle, battery compartment, battery pack, and recharging paddle. Pt was thinking they need a new battery. When asked if they have problems in charging the controller with the battery pack, pt mentioned they can charge the controller with no problem only in recharging the implant; pt added that they used to get the implant charge fast. Agent reviewed information with pt. Agent sent request to repair to replace the controller.

Event description:
It was reported that for the past several weeks when they have been trying to charge the implantable neurostimulator (ins) the recharger telemetry module (rtm) gets really hot and it takes a long time to charge the ins because it will only charge in "like increments of 10". When they were trying to charge the ins the relay box gets really hot. Agent sent request to repair to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.